Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: peeled connector, cut on the cable, corroded coupler, and leakage on charged coupled device and on the cable. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the autoclavable camera head had the root of the flat connector exposed. The issue was identified during inspection for use. There were no reports of patient harm.